Event description:
It was reported that a non-dehp continu-flo solution set leaked at the clearlink luer. The event occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10, h4, h6 (update codes), h11. B5: this was observed during infusion with an unspecified chemotherapy drug. H4: the lot was manufactured february 25-26, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.